Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Power was cycled on the unit, resolving the alarm condition.

Event description:
The hospital reported the unit had a system malfunction error. There was no report of patient involvement.